Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'downstream occlusion pressure too high' was not reproduced. Additionally, the problem was not reproduced during downstream occlusion testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Evaluation inspected the device but did not observe any symptom or potential cause of the reported problem. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had 'downstream occlusion pressure too high'. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.